Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is still in progress. One the investigation is complete a follow up MDR will be submitted. Concomitant product(s):- part: 00630505840 name: liner standard 3.5 mm offset 40 mm i.d. For use with 58 mm o.d. Shell lot: 61994601. Part: 00-6201-058-00 name: modular cup replacement lock ring 58mm lot: 62596379. Unknown stem. Unknown cup. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-05288, 0001822565-2017-05370, 0001822565-2017-05289.

Event description:
It was reported that during a hip revision procedure, a pseudotumor was found upon opening. Approximately seven months following the revision, an MRI revealed the presence of fluid accumulation or a pseudotumor. No revision procedure has been reported to date. Attempts have been made and no further information is available at this time.